Manufacturer narrative:
Investigation summary: one sample was received. The syringe came contaminated. The stopper is at the 7ml mark. It has no tip cap so the solution inside the syringe is leaking through the luer. It has a white solution up to the 4ml mark. There is white solution between the two stopper ribs, however there is no white solution that has leaked past the stopper. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause: undetermined. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended.

Event description:
It was reported that bd¿ luer-lok¿ syringes during aspiration the medication leaked through the plunger. The incident was noticed during use. There was no damage to the patient or health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd¿ luer-lok¿ syringes during aspiration the medication leaked through the plunger. The incident was noticed during use. There was no damage to the patient or health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-lok¿ syringes during aspiration the medication leaked through the plunger. The incident was noticed during use. There was no damage to the patient or health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin.